Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged post operatively and was confirmed by radiograph and lead testing. The lead was repositioned, however, radiograph confirmed the lead dislodged again. The lead was reprogrammed and then programmed off. It was also noted that right ventricular (rv) lead dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.